Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right coronary artery (rca). The physician introduced the 4.5x12mm quantum maverick monorail balloon catheter to predilate the lesion and met resistance; however, the device was able to cross the lesion. When the physician started to inflate the balloon it was ruptured at 6 atms on the first inflation. The device was successfully removed from the pt and the procedure was completed with another device. No pt complications were reported and the pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.